Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a costumer from USA: "apparently (B)(6) was initiating nicardipine on a patient he reports was having a hypertensive crisis and the pump would not prime. He assumed the problem was the tubing, transitioned to another tubing set and the infusion was initiated without incident. He brought the tubing to base and the error was reproduced on three separate pumps (by me) and resolved in all instances by changing to an identical set of tubing. Type of drug: nicardipine was there a prime performed: no. Delay in therapy: unknown. Need for medical intervention: unknown. Human harm: unknown."